Manufacturer narrative:
(B)(4). The covidien technical engineer (tse) troubleshoot the issue with the customer over the phone, the customer was advised to replace the breath delivery (bd) central processing unit (cpu). The customer replaced the bd cpu and performed initial software installation. The facility's biomed technician will perform testing prior to pt use. Covidien was not authorized to service the device.

Event description:
Covidien received information that, during pt use, the ventilator shut down. There was no harm or pt injury reported.